Event description:
Patient reported the buttons on the infusion device are non-functional. He experienced hyperglycemia of 240 mg/dl 1 month ago and was unable to program a correction bolus. He removed and reinserted the battery, and an e8 power interrupt error appeared. He switched to his backup infusion device, and the alleged infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 errors were found in the history. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the electronics. The up button is permanently active due to external mechanic damage. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.